Event description:
It was reported that this right ventricular (rv) lead was dislodged and the rv threshold had increased. The lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and the rv threshold had increased. The dislodgement was confirm via fluoroscopy. The lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5 describe event or problem h6 impact codes and device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and the rv threshold had increased. The dislodgement was confirm via fluoroscopy. The lead was explanted and new lead was placed. No additional adverse patient effects were reported.